Event description:
Analyzer generating low pt results in closed mode of operation using a low volume specimen. The cell-dyn 3700 sl analyzer did not generate any aspiration errors or flags to warn the user. The specimen was repeated in open mode of operation without issue. Closed mode results: wbc=2.90 k/ul, rbc=2.81 m/ul, hgb=8.34 g/dl, hct=24.3% and plt=139 k/ul. Open mode results: wbc=5.33 k/ul, rbc=4.74 m/ul, hgb=14.4 g/dl, hct=41.5% and plt=219 k/ul. There was no impact to pt management reported.